Event description:
Surgeon was doing a laparoscopic cholecystectomy with intraoperative cholangiogram. Placed the stapler across the cystic artery and fired the instrument. No staples came out. Misfire noted by surgeon, instrument removed and new instrument obtained. No injury noted to the artery.